Event description:
Failure to alarm: upon starting shift, I received report that wound vac was not working properly. I was told by previous rn that alarm had sounded, equipment was checked out by two rns on night shift, alarm deactivated and appeared to be working properly. During morning rounds, sponge was not compressed. No alarm had activated indicating that suction had been lost.

Manufacturer narrative:
We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez plus. This issue could not be confirmed as the device was not received for evaluation. The device history for this device was reviewed and no issues were revealed. A definitive root cause could not be determined without evaluation of the device. It is recommended that the device be returned for evaluation in order to rule out a pump malfunction as cause of the reported issue. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.